Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contributed to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The patient reported the following: "I feel like I have been having an allergic reaction to some trays and inside of mouth breaking out and too sore to wear. My front teeth are pushed forward and bottom won't move. I am stuck and this is not effective widening my lower teeth. My teeth are so sore they are loose."